Event description:
Please be advised that while investigating an event involving one of our products, biosense webster, inc. Noted a potential adverse event regarding a (B)(6) product. It was reported that the patient suffered transient third-degree heart block during, and a stroke after a (B)(6) pfa procedure. While the physician was trying to "bring the fixed curve baylis system into view" on intracardiac echo for transseptal visualization, they believed they bumped the av node and the patient went into third degree heart block. They transcutaneously paced the patient until they brought the cs catheter into the right ventricle, then they paced with this catheter for about 15 minutes. After 15 minutes they turned down the pacing rate and the patient's intrinsic conduction had returned. During this, the patient's blood pressure had dropped to 65/40, and anesthesia used neo to stabilize the patient's pressure at around 110. There were no further complications during the procedure. They continued the pfa procedure, isolating all 4 pulmonary veins using the farawave catheter in basket and flower configurations. They post-pfa mapped using the octaray catheter. Then, all catheters were drawn back into the right atrium, the physician advanced an 8 french sterilmed soundstar into the right ventricle and there was no evidence of pericardial effusion, no change from baseline. Catheters were removed and the case was completed. The patient was transferred to the pacu and was extubated and interviewed by anesthesia. The patient was awake and fully answered questions related to pain, nausea and discomfort (all of which were negative). The last blood pressure in the pacu was 142/88. About 15 to 20 minutes later the patient was transferred from the pacu to the pru in the cardiac cath lab. During transport the patient became unresponsive. When they arrived in the pru their first pressure was 153/90, and they were completely unresponsive to painful stimuli. The patient's blood pressure continued to rise to about 200. A "stroke alert" was called. The patient was transferred to the ed and a CT of the brain with contrast was done. This demonstrated "a very large, right-sided hemorrhagic infarct with midline shift." The last known patient status was unresponsive and awaiting a decision from the neurosurgical intervention team. The caller reported that the patient's act's were therapeutic throughout the procedure, using IV heparin, to maintain a target of around 350. Bsx farapulse pfa system in use. Patient code: 4444, 1914, 1908, 4417. Device code: 4001. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report mw5185636.